Event description:
During the atrial fibrillation procedure, air was aspirated from the side port immediately after the sheath was inserted into the right atrium. Multiple attempts were made to aspirate, but the issue did not resolve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. Only the dilator was inserted directly into the hemostasis valve. No additional venipuncture was performed for the exchange. Air contamination to the patient has not been confirmed.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. An event of an air leak was reported. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.